Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a shorted t1 thermistor. The device was evaluated upon receipt. Case data confirms alarm 74. Replaced tank harness. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they were getting an alarm that the secondary temperature was out of range in an arctic sun device. They had cycled the power twice and it continued to return. The device was powered off. It was explained that the device needed to go to biomed for repair. If non-recoverable alarms returned after cycling the power, there was nothing additional that might be done on the floor. Per customer via phone on 05dec2023 it was reported that therapy was completed using a different device on the female patient without impact. No other identifying information was provided. After troubleshooting with mis, nurse was advised to switch devices. The 2nd device worked without issues. The original device was sent to biomed. They reached out to and spoke with them. They reported that the device was sent in for evaluation, repair and preventive maintenance. The device has been returned to the facility and is now back in circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an alarm that the secondary temperature was out of range in an arctic sun device. They had cycled the power twice and it continued to return. The device was powered off. It was explained that the device needed to go to biomed for repair. If non-recoverable alarms returned after cycling the power, there was nothing additional that might be done on the floor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a shorted t1 thermistor. The device was evaluated upon receipt. Case data confirms alarm 74. Replaced tank harness. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an alarm that the secondary temperature was out of range in an arctic sun device. They had cycled the power twice and it continued to return. The device was powered off. It was explained that the device needed to go to biomed for repair. If non-recoverable alarms returned after cycling the power, there was nothing additional that might be done on the floor. Per customer via phone on 05dec2023, it was reported that therapy was completed using a different device on the female patient without impact. No other identifying information was provided. After troubleshooting with mis, nurse was advised to switch devices. The 2nd device worked without issues. The original device was sent to biomed. They reached out to and spoke with them. They reported that the device was sent in for evaluation, repair and preventive maintenance. The device has been returned to the facility and is now back in circulation.